Event description:
It was reported that the patient experienced feeling that the implantable pulse generator (ipg) battery heats up and the ipg pocket site aches. The patient also reported that the ipg would randomly turn off and experienced a loss of stimulation. The patient underwent a procedure where the ipg was replaced. Post operatively, the patient was doing well. The explanted ipg will not be returned as it was disposed by the hospital.